Manufacturer narrative:
Failure analysis revealed that the insulin pump had frozen display due to moisture damage on the electronics. Moisture damage also was found on the motor. Unable to verify the alarm due to the frozen display. The device was received with cracked battery tube threads and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed several times. No further information was provided.